Manufacturer narrative:
The product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Alleged failure: when using the electrode, malfunction during use produces "sparks" the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is an internal leak resulting from a broken or damaged bond between the polyimide and suction tubing. This condition likely allowed fluid ingress to reach the pcb, leading to a possible short circuit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that when using the electrode it produces sparks.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that when using the electrode it produces sparks.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: sparking probable root cause: circuit failure, damage cables, fluid ingress use error: probe handle is submerged in liquid or suction tube is cut the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that when using the electrode it produces sparks.